Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the pacemaker was explanted and replaced due to the premature battery depletion. The procedure was concluded without any complication and the patient was stable.